Manufacturer narrative:
Follow-up #1: date of submission: 11/17/2016. The device has been returned and evaluated by product analysis on 10/31/2016 with the following findings. During investigation, there were frequent low battery warnings observed in the pump history. The pump¿s electrical current draws were tested and were within specification. There was corrosion found in the battery compartment. The pump leaked at the battery compartment. The pump was opened and there was moisture damage found in the case. Unrelated to this issue, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The customer reported that there was moisture within the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.